Event description:
It was reported that during set up at the user facility, the device got hot. As this event occurred during set up at the user facility, there was no patient impact, no delay, no medical intervention, no adverse consequences and the case was completed successfully.